Event description:
Information received by medtronic indicated that the customer reported that the pump is vibrating and nothing was on the screen. It was also reported by the customer insulin pump had a crack. Customer inserted a new battery but display did not returned after insulin pump restart. Troubleshooting was performed and found that the blank display and the issue could not be resolved. No harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned pump for an alleged blank display and cosmetic damage located at the back of the pump found on 26-nov-2022. The pump passed the active current test and self test. Pump failed sleep current test due to high current. High current measurement was cause by moisture damage on pcba 1 and pcba 2. Blank display was not noted during testing. Pump alarmed critical pump error, pump error 40, when attempting to perform the displacement test. Unable to perform the displacement test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 40 fatal alarm confirmed in the history files on 01/06/2023 at 10:01:00.000, during testing, due to moisture damage on the motor. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, pillowing keypad overlay and keypad overlay texture damage. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Cosmetic damage confirmed behind the pump at the battery compartment. Critical pump error (open book image) alarm confirmed due to pump error 40. Pump error 40 alarm confirmed due to moisture damage. Pump exposed to moisture confirmed at electronic assembly, motor and force sensor. Unexpected battery power loss confirmed due to moisture damage on the electronic assembly additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.